Event description:
Patient presented to the acute dialysis clinic one day following implantation of the lifesite hemodialysis device. Patient was reportedly lethargic, on oxygen, dopamine, and on EKG machine. Approximately 1 minute into treatment, with blood flows at 300 (with appropriate arterial and venous pressures) the patient exhibited decreased respirations and was unresponsive. Blood returned and the patient passed away from respiratory arrest.